Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfuse. The expected infusion time was 48 hours; however, the actual infusion completed in "one day". There was no report of patient injury or medical intervention associated with this event. No additional information is available.